Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., h.3., h.6. Device evaluation: analysis of the returned device identified; creases flat, wear abrasion and opening lineal. Leak test and microscopic analysis was performed which identified: two striated opening on posterior and delamination of plug strap (approximately 80%). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.